Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference: 1627487-2011-04208. It was reported the pt was not feeling stimulation in the area needed (his feet). The pt was scheduled for reprogramming. No further info is available at this time.